Event description:
It was reported that the intracavity 3d9-3v transducer plastic housing was damaged, exposing metal. The transducer was associated with the epiq elite ultrasound system at the customer's site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer has initiated the transducer replacement process to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.